Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center return to stock recertification. There was no patient involvement, and no harm or injury reported. Preventative maintenance was completed on the device. There were no critical errors in the error log. Missing and/or damaged components were replaced. The device failed repair testing for current consumption in sleep mode. The device was returned to the technician for additional evaluation due to this failed repair test. The evaluation has not yet been completed for the test failure. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.